Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown; batch no.: unknown. It was reported that patient may have had an anaphylactic reaction.